Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the guidewire was unable to advance through the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in a stable condition.